Event description:
The drainage system leaked csf. User facility indicated that this exposed the pt to the possibility of infection. No pt injury has been recorded to date. User facility indicated leakage was noted in three units in succession.